Event description:
It was reported that on (B)(6) 2013, the patient heard a noise and then no further sound. The patient attended the clinic on (B)(6) for a check-up but no response could be elicited from the implant. There is no report of an accident.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.